Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: e1: phone: (B)(6). Investigation evaluation: it was reported the open-end ureteral catheter´s sterilized bag contained foreign matter (black hair). The foreign matter was found during inspection prior to opening the package. The package remains unopened. The procedure was completed by using another device. Additional information has been requested but is unavailable at this time. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection of the returned device, were conducted during the investigation. One open end ureteral catheter was returned in an unopen package with label. A hair is visible inside seal. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, was reviewed and includes the following: how supplied supplied sterilized by ethylene oxide gas in peel open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Cook has concluded the cause of the complaint is manufacturing related. The employee who inspected the product has completed a defect awareness form. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer phone number: (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the open-end ureteral catheter's sterilized bag contained foreign matter (black hair). The foreign matter was found during inspection prior to opening the package. The package remains unopened. The procedure was completed by using another device. Additional information has been requested but is unavailable at this time.